Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interfaced board and reseated cable connections to the touchscreen. System operates as intended.

Event description:
The customer reported the system displayed a touch screen error and locked up. No pt injury was reported.